Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an oem06202400 footswitch s-n1 and an ar-200c console had an issue. During a case on (B)(6) 2026, the console stopped detecting the footswitch. The console somehow got a sizable crack in the input, and a pin in the footswitch broke off as well, likely due to the faulty console. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On (B)(6) 2023, the sales representative provided the following information: this occurred during an mis bunionectomy procedure. When the console did not recognize the footswitch, the message displayed was a ¿?¿ and an image of the footswitch. The osteotomy was completed with an mis burr placed in a tpx burr. There was a 10-minute delay as they attempted to fix the console, and no adverse effect to the patient or outcome.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. (1) unpackaged ar-200c console for drillsaw highspeed 200 system was returned for investigation. The returned device was visually inspected, and it was noted that the footswitch connector was damaged. No functional test performed for this device with a damaged connector. The most likely cause for the reported failure is a user error.